Event description:
Complaint report stated that the cutter was dull and not cutting properly. This incident was discovered during the procedure. There was no adverse effect on the pt reported. No other info was provided.